Event description:
The customer reported that the n65 monitor was missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4). The root cause was determined to be a poor connection with the display flex cable to the universal interface (ui) printed circuit board (pcb). The display flex cable was re-seated and all segments showed on the display.